Manufacturer narrative:
(B)(6). (B)(4). Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that the stopper of a bd vacutainer® ppt¿ plasma preparation tube came off while inside a greiner holder. There was no report of injury or medical intervention.